Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with this cardiac resynchronization therapy pacemaker (crt-p) and a communicator showed a red call doctor icon alert on the communicator, indicative of an issue in the system that could not be communicated. The crt-p remains in service at this time. No adverse patient effects were reported.